Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain") and intra-abdominal haemorrhage ("non menstrual abdominal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 8 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the first episode of migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), the second episode of migraine ("severe migraines"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, the last episode of menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, the last episode of migraine, procedural pain, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, headache, nausea, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Insertion date of essure is reported in the current follow up (B)(6) 2012 and in the previous follow up date was reported (B)(6) 2012 discrepancy of insertion date was noted. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received: reporter information, patient details , other relevant history, lab data, product information , concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), dyspareunia, dyspareunia (painful sexual intercourse, fatigue, migraines, headaches, nause, pelvic pain, lower abdominal pain, did you undergo an essure confirmation test?: no, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain") and intra-abdominal haemorrhage ("non menstrual abdominal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included herpes simplex. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 8 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"), fatigue ("fatigue"), the first episode of migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and the first episode of menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), the second episode of migraine ("severe migraines"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, the last episode of menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, the last episode of migraine, procedural pain, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, headache, nausea and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Insertion date of essure is reported in the current follow up 10-dec-2012 and in the previous follow up date was reported 02-feb-2012 discrepancy of insertion date was noted. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received- outcome of the pelvic pain updated to recovered. Concomitant condition were added. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe upper and lower abdominal pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included herpes simplex. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the first episode of migraine ("migraines") and headache ("headaches"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non menstrual abdominal bleeding"), bleeding menstrual heavy ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), the second episode of migraine ("severe migraines"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and abscess ("abscess"). The patient was treated with amitriptyline, sumatriptan and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, bleeding menstrual heavy, dysmenorrhoea, vaginal discharge, vaginal infection, the last episode of migraine, procedural pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, headache, nausea, abdominal pain lower and abscess outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of migraine, bleeding menstrual heavy and the second episode of migraine to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Insertion date of essure is reported in the current follow up (B)(6) 2012 and in the previous follow up date was reported (B)(6) 2012 discrepancy of insertion date was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe upper and lower abdominal pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included herpes simplex. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"), fatigue ("fatigue"), the first episode of migraine ("migraines") and headache ("headaches"), 8 days after insertion of essure. On (B)(6) 2016, the patient experienced nausea ("nausea") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage ("non menstrual abdominal bleeding"), bleeding menstrual heavy ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), the second episode of migraine ("severe migraines"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and abscess ("abscess"). The patient was treated with amitriptyline, sumatriptan and surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, bleeding menstrual heavy, dysmenorrhoea, vaginal discharge, vaginal infection, the last episode of migraine, procedural pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, headache, nausea, abdominal pain lower and abscess outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intra-abdominal haemorrhage, menorrhagia, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of migraine, bleeding menstrual heavy and the second episode of migraine to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Insertion date of essure is reported in the current follow up (B)(6) 2012 and in the previous follow up date was reported (B)(6) 2012 discrepancy of insertion date was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe upper and lower abdominal pain") and intra-abdominal haemorrhage ("non menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), migraine ("severe migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, vaginal infection, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia, migraine, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.